Manufacturer narrative:
H6 investigation: a device history record review was performed for provided lot number 2003191 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of foreign matter or defect were observed. Based on the investigation findings, this exact cause could not be confirmed. H3 other text: see h10.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter. The following information was provided by the initial reporter: the patient was due to acute lymphoblastic leukemia. On (B)(6) 2020, when he was preparing to dispense drugs in the department of hematology, he opened the outer package of the syringe and found that it contained foreign matter. Stop using it immediately and notify the head nurse to report to the warehouse for replacement of other similar products. Quality products. Does not act on the patient's body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(6) had foreign matter. The following information was provided by the initial reporter: the patient was due to acute lymphoblastic leukemia. On (B)(6), 2020, when he was preparing to dispense drugs in the department of hematology, he opened the outer package of the syringe and found that it contained foreign matter. Stop using it immediately and notify the head nurse to report to the warehouse for replacement of other similar products. Quality products. Does not act on the patient's body.